Manufacturer narrative:
There was an insufficient amount of solutions in the returned sample to perform all required chemical tests. However, the tests that were performed were within specifications. Bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met critieria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A report was rec'd from FDA's medical products reporting program stating that a female pt experienced symptoms of an eye infection while using renu with moistureloc multi-purpose solution. She consulted with her primary care physician who referred her to an ophthalmologist. She stated, "ophthalmologist diagnosed it as chicken pox of the eye, but after reviewing the symptoms described regarding the fungus, I had the same symptoms. I also used bausch & lomb renu with moisture loc." A report from her ophthalmologist's office indicated that the pt was diagnosed with herpes simplex keratitis and iritis in 2005. She was treated with acyclovir 800mg 5 times per day for 5 days, homotropine, pred forte, and zymar. The reported stated that the pt rec'd treatment from prior to the event date to 21 days later and the pt subsequently recovered. The physician reported that the pt's symptoms were not related to any specific product.